Event description:
It was reported six months after entering the study the subject was admitted to the hospital after reporting an episode of depression. The subject was prescribed medication and discharged four days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information reported the patient had severe depression and suicidal ideation during a study visit. The patient was admitted for evaluation and stabilization of depression medications. The patient also experienced irritability, panic attacks, anxiety, confusion, visual hallucination, and nightmares. The patient was started on zoloft and sertaline and the event was considered closed, all adverse events were resolved. The event relatedness was unknown for study and programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va01k4q, product type: lead. Product ID: 3708660, lot# nkn045718v, product type: extension. Product ID: 3387s-40, lot# va04z6f, product type: lead. Product ID: 3708660, lot# nkn045719v, product type: extension. The manufacturing site ID was previously reported as #(B)(4). Additional information indicates the correct manufacturing site ID is (B)(4).